Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with 50ml of water. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from february 6, 2018 ¿ february 8, 2018. The device was received for evaluation. Visual inspection was performed and noted a ruptured bladder. The ruptured bladder was microscopically examined and no signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.